Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens, all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye as the patient had impaired vision. It was reported that the iol was replaced with a zkb lens and that the patient was doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.